Manufacturer narrative:
(B)(4).

Event description:
It was reported that a remote transmission on (B)(6) 2015 revealed that the right atrial lead exhibited multiple mode switch episode due to noise since (B)(6) 2015. No patient symptoms were reported. No intervention was performed.